Event description:
Doctor reported that a file separated in the canal during a procedure. A follow up visit is scheduled to attempt retrieval, though as of this report it is not known if the separated piece was successfully retrieved.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for evaluation and the lot numer is not known for retained-product testing and/or DHR review. Further info pertaining to pt outcome will be submitted if it becomes available.